Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During preventive maintenance, the field service engineer (fse) performed accuracy checks using optical distance sensor and pointer. No one on these instruments passed the test.

Manufacturer narrative:
It was reported that during preventive maintenance, the distance sensor (B)(4) did not pass accuracy tests. The item was returned to manufacturing site and recalibrated. The item was then reinstalled on site and passed the new tests. The cause of this failure cannot be determined.